Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the defective fiber optic module and performed full functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications and was then returned to the sales department for clinical training and demonstration. (B)(6).

Event description:
It was reported by a getinge field service engineer (fse) that during a checkout on a sales demo unit, the cardiosave intra-aortic balloon pump (iabp) did not pass the fiber optic test in service diagnostics. There was no patient involvement, and no adverse event was reported.